Event description:
On (B) (6) 2010, the lay user/reporter contacted lifescan (lfs) to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach him by telephone. On (B) (6) 2010, the smss mailed a letter requesting the patient contact medical surveillance. Since (B) (6) 2010, the patient obtained the readings of 530 mg/dl, 507 mg/dl, 565 mg/dl and 592 mg/dl on the reported meter, which he claimed were inaccurately high compared to his expected values. During this time period, the patient experienced no symptoms of high or low blood glucose levels. The patient took no actions due to these readings. On (B) (6) 2010 at 11:45 am, the patient went to the emergency room. The patient's blood glucose level as tested in the emergency room and any treatment received were not provided. It would have also been helpful to determine the patient's expected values, and his diabetes medication regimen. The meter, test strips and control solution were replaced. The patient allegedly obtained meter readings using the reported meter that are indicative of severe hypoglycemia, and received emergency medical attention. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.